Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on their lead site 5-6 weeks prior to the report and that afterwards the stimulation was 'making their testicles move.' The patient turned off stimulation because it hurt to have it on. The patient was re-directed to their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the change of stimulation after the fall was due ruptured and herniated disc from l spine to c- spine in neck. Patient met with rep (B)(6) 2018 at the hospital. Rep reprogrammed remote. Patient said it actually got worse. It was discussed patient needed to have tests done. On (B)(6) following test rep met with patient again and programmed 2 new settings. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reps new programming resolved the pain in their neck. No further complications were reported.